Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: strip lot #234130. Date: (B)(6) 2011, inratio: 2.2, re-test: 1.9, re-test: 1.5. Different fingers each time; all within 10 minutes. Date: (B)(6) 2011, (B)(4) inratio: 1.9, (B)(4) inratio: 2.7. Different fingers both times; tested within minutes. Patient is new to the meter and has been on coumadin since (B)(6). Patient takes their coumadin dose in the evenings.